Manufacturer narrative:
The thermogard ivtm xp console (s/n: (B)(4)) was evaluated at the customer's site by a zoll service technician on 10/13/2016. Review of the event log found no issues. The console passed functional testing with no faults found. In summary, the customer complaint of a mid01 ((post flash) error message could not be replicated. The console was observed to function as intended. Since the primary complaint could not be confirmed, the exact root cause of the problem could not be determined. A replacement of the pc board was completed (unrelated to the reported complaint) to ensure that the thermogard ivtm xp console remains current. The console went through functional, calibration, and electrical safety testing. The system passed all final tests. The thermogard xp ivtm console is a reusable device and was manufactured on 04/01/2015.

Event description:
During a service check (date not specified) on the thermogard xp ivtm console (tgxp11677), the biomed technician reported the console displayed a mid01 (post flash) error message. No patient involvement was reported.